Manufacturer narrative:
(B)(4). The customer reported the device would not pass rfu booting process. The device was evaluated at philips. The symptom was verified and the root cause identified as resulting from corrupt software. The processor pca was replaced and software was upgraded to resolve the issue.

Event description:
The customer reported the device would not pass rfu booting process.